Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, the patient had surgery for a shaft of ulna fracture. The screw was inserted without tapping after drilling by the 2.5mm drill and measuring the depth gauge. The screw head broke during the insertion as a result. The screw by the bolt was removed and then a new screw was inserted by tapping. This is report 1 of 1 for complaint (B)(4).